Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned impactor shows nicks, gouges, and scratches as well as a medial fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is associated with general wear from use.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. This will only be a product problem report type as no fractured pieces fell into the wound.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor had split once the surgeon struck it to impact the femur. No adverse events have been reported as a result of the malfunction.